Event description:
In this case the customer reported that during a patient head procedure with 100kv, the original planned reconstruction completed successfully, but after a retrospective reconstruction using an u-filter the CT values shifted by 70 and the image became white. The field service engineer (fse) confirmed that no rescan was required. There was no harm to a patient or operator. The fse confirmed that the customer recognized the issue and used the original images for interpretation.

Manufacturer narrative:
Corrected type of reportable event.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4) on (B)(6) 2014, the customer; (B)(6) hospital-(B)(6); reported that during a patient head procedure with 100kv, the original planned reconstruction completed successfully, but after a retrospective reconstruction using a u-filter the CT values shifted by (B)(4) and the image became white. There was no rescan or reinjection required. There was no harm to a patient, operator or bystander. The customer contacted philips service for assistance in resolving the issue. The philips field service engineer (fse) was dispatched to the site. The fse arrived at the customer site and evaluated the system. The fse reported that the problem occurred when the customer was using head, axial protocol during examination of the infant. The fse confirmed that there was no misdiagnosis due to the issue and there was no (B)(6) impact on diagnosis because there was no problem with the standard. The fse was unable to determine the cause of the issue. However, the fse reinstalled the host software and replaced cirs and installed software, and it resolved the issue. The fse replaced the hard drive kit 300 gb 15000rpm, to resolve the malfunction. After repair, the system was working as expected. The fse repair actions were documented in an sap service work order. The log files were provided by the fse for evaluation. The logs were reviewed by CT engineering. The raw data from the site was analyzed and reconstructed in the factory. The engineer determined that the calibration for the 100kv imaging mode was either out of tolerance or was not performed after a system update or tube upgrade. The hcor values included in the raw data was populated with values that would normally be present if a calibration had not been performed. The other kvp modes were populated with more realistic values. Based on this analysis, the probable root cause for the unexpected values would be 100 kv hcor values that were not updated with an appropriate calibration. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: perform iq verification & review. Daily and monthly image quality checks by operator. Verification of image quality for all scanner modes, including: voltage, scan types, collimation, resolution, reconstruction filters. Operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts. The system shall be operated only if performance quality assurance has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly-adjusted, system shall not be used until repair is made. The CT scanner shall be operated by qualified operators only. The fse reinstalled the host software and replaced cirs and installed software to resolve the issue. The fse was unable to determine the cause of the issue. After review of the log files by CT engineering, probable root cause for the unexpected values would be 100 kv hcor values that were not updated with an appropriate calibration.